Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery (ata). A 2.5mm x 220mm x 150cm coyote balloon was advanced for dilation via ipsilateral antegrade approach. However, during the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.